Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet was stuck in the left ventricular lead and could not be removed. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was discharged.

Manufacturer narrative:
Correction: b5 should mention lead damage, h6 should include lead damage.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet was stuck in the left ventricular lead. Lead damage was noted after the stylet was removed. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was discharged.